Event description:
Device 2 of 2. Reference MFR report: 3006705815-2019-00528. It was reported that following a patient fall, the patient's system could not enter into MRI mode due to low impedances at the leads. Surgical intervention took place to remove the system.

Manufacturer narrative:
The explant date was reported, as it was previously not included.

Event description:
Device 2 of 2: reference MFR report: 3006705815-2019-00528. The explant previously reported took place in (B)(6) 2018. Further information about the exact date could not be obtained after good faith effort attempts.

Manufacturer narrative:
Section initial reporter was corrected and updated.

Event description:
Device 2 of 2: reference MFR report: 3006705815-2019-00528.